Event description:
It was reported that during a lap nissen, the device stopped working and displayed an instrument error code. Extended or time was reported; however, no patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the ace36p device was returned with the distal tip of the blade broken but present. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may resul in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch history records were reviewed with no anomalies noted during the mfg process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.